Event description:
Event description cpi received information that six months after a replacement implantable cardioverter defibrillator (ICD) was implanted, the patient had received inappropriate shocks. Invasive testing found that one of the chronic rate sense leads had an insulation breach, which was causing oversensing.